Event description:
It was stated that the customer was admitted to the emergency room for high blood glucose. The blood glucose was too high for the glucometer to produce a reading. It was stated that the customer changed the infusion set, but continued to have high blood glucose levels. Troubleshooting was not possible as the customer was not present at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.